Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system was displaying noise on both the rate-sense and shocking channels resulting in inappropriate shocks. The shock impedance has elevated since implant. It was further reported that the patient had suffered several falls.